Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she was seeing a veil in her vision. Several months following her implant procedure, the consumer went to a different surgeon. She was told that vitreous had come forward and was pushing the iol, the haptic was displaced and there was scar tissue. She was treated with medications for a one to two month period, but there was no improvement. The iol was exchanged for a different model lens. Vitreous was also removed at the time of the iol exchange. The reporter did not provide any contact information; therefore, follow up was not able to be conducted. There are two medical device reports associated with this event. This report is for the first intraocular lens.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. The reporter did not provided any contact information; therefore, follow up was not able to be conducted. (B)(4).